Event description:
Reporter states customer reportedly received result of 353 mg/dl on the compact system and 121 mg/dl on professional's device within 10 mins. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.